Event description:
As reported, the patient had shortness of breath and a rash on the shoulder four days after receiving a flu shot. The patient was given rocephin (1 dose), keflex and steroids and discharged.